Event description:
The physician worked the ncircle basket around the salivary stone and when he began to pull the entire basket portion separated from the shaft and remained around the stone in the duct of the pt. The physician thought it was worth noting that there was stenosis anterior to the stone and a good amount of resistance was felt when he began to pull. The physician then used another MFR's grasper tool to retrieve the basket. There was no harm done to the duct. No blood resulted from the basket breaking, it was simply removed and the physician continued with the procedure. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.